Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the continuous glucose monitoring (cgm) system displayed a low blood glucose (bg) level of 47 mg/dl. However, the customer alleged that this was inaccurate and the customer did not feel bg was "that low". The customer did not treat bg level due to being asleep; however, the basal iq feature on the pump suspended insulin therapy as expected and upon waking up, the customer's bg was within target range. Bg level was 120 mg/dl at the time of the reported event.